Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 59 mm. From the terminal end. Visual examination identified sharp curves in the electrode body in the regions approximately 72 and 92 mm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. Electrode fracture was suspected; however, it was not confirmed. It was decided to hospitalize the patient and turn the therapy off. Ten days later the system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was received detailing that the system had experienced multiple episodes of noise prior to the explant of the system. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. Electrode fracture was suspected; however, it was not confirmed. It was decided to hospitalize the patient and turn the therapy off. Ten days later the system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was received detailing that the system had experienced multiple episodes of noise prior to the explant of the system. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. Electrode fracture was suspected; however, it was not confirmed. It was decided to hospitalize the patient and turn the therapy off. Ten days later the system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: d6b: explant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing on the secondary vector. Due to this, an inappropriate shock was delivered. Electrode fracture was suspected; however, it was not confirmed. It was decided to hospitalize the patient and turn the therapy off. Ten days later the system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was received detailing that the system had experienced multiple episodes of noise prior to the explant of the system. No adverse patient effects were reported.